Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the surgeon was inaccurate by about 1cm. The surgeon felt inaccurate immediately after registration, but decided to proceed with the case. The surgeon also stated that of the 6 views he had up, only 3 were showing off. The medtronic representative could not confirm which views the surgeon was using. The surgery was completed with navigation and there was no impact on patient outcome.